Event description:
It was reported that a spectrum pump does not detect a door latch after several minutes of running. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation experienced a "door not fully latched" corresponding to reported symptom caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.